Event description:
The device was used a "tfc" fusion cage explantation. Reportedly, the cages were explanted from the pt because the cage became dislodged. The hosp has reported the pt's condition is satisfactory.